Event description:
The MFR rec'd info of a bipap s/t allegedly emitted a noise, "flew across the table" and struck the pt on the side of their head. The pt reportedly had blurred vision and temporary loss of hearing. The pt refused medical treatment.

Manufacturer narrative:
The device was evaluated by the MFR. The MFR reviewed the error log of the device and found error codes consistent with loss of therapy resulting in a blower failure. The device was visually inspected internally. The MFR found the impeller of the motor blower to have been fractured and lodged in the blower enclosure of the device. The device was placed on run-in for 10 mins. The device did not have any movement, but did exhibit a loud vibration noise. The MFR confirmed the fractured impeller caused the noise and vibration of the device. The MFR determined the device did not have any movement while under eval.